Event description:
Surgeon attempted to insert collamer single piece lens into the pt's eye and the haptics tore off. The lens was removed without enlarging the incision and was replaced with another lens of the same model. The reporter stated that the surgeon didn't pump with injector at least three times to ensure the plunger catches on the back haptic properly.